Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product(s): 5076-52 lead, implanted: (B)(6) 2008. A 5076-45 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for out of range increased impedance to high levels on the superior vena cava (svc) coil. The rv defibrillation coil also increased in impedance at the same time the svc coil increased. It was noted that the pace/sense portion had been replaced prior to this date. Follow-up with the clinic disclosed that there was a lead failure where the patient received inappropriate therapy and the pace/sense was replaced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.